Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured before 9/23/2014.

Event description:
It was reported that when patient presented in clinic for a follow up visit, intermittent ventricular oversensing was observed. The patient is non pacer dependent. Programming changes were made. Patient was stable before, during and after the exam.